Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12353. It was reported, the pt was experiencing auto-reduction in amplitude. The sjm rep interrogated the system and found many invalid contacts; the pt was reprogrammed successfully. F/u determined the pt was without stimulation. Reportedly the physician has scheduled a revision. Note this pt has two octrode leads from different lots.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.